Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a removal surgery due to a femoral neck system (fns) cut through to the femoral head. Originally, the patient was implanted with the fns system on an unknown date. The fns implants were removed and a hemiarthroplasty was performed. The surgery was completed with no adverse consequences to the patient. Concomitant devices: fns plate (part#: 04.168.000s, lot#: 5l62330, quantity#: 1); titanium (ti) locking screw (part#: 412.214s, lot#: 3l25990, quantity#: 1). This report is for one bolt for femoral neck system 90mm length-sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.168.290s-us. Lot: 3l26384. Manufacturing site: grenchen. Release to warehouse date: feb. 06, 2019. Expiry date: dec. 31, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.